Event description:
The customer reported that the device failed to audibly alarm for an asystole event. The pt expired.

Manufacturer narrative:
(B)(4): the customer reported that the device failed to audibly alarm for an asystole event. The pt expired. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.